Event description:
It was reported by the atty that in 1994 the plaintiff underwent a hysterectomy surgery. During the surgery, vicryl sutures were used. The atty alleges that the sutures used were contaminated and as a result, the plaintiff suffered a postoperative infection. No other info was provided.